Event description:
Pt reported, the insulin delivery of the infusion device is inaccurate and this has resulted in elevated blood glucose levels. Pt reported, while priming or delivering a bolus, the infusion device does not deliver any insulin or display an e4 occlusion error. Then, after a while, the infusion device "gets a shoot of insulin." Pt has used this infusion device since (B)(6) 2009. Infusion device was replaced and requested for eval. Pt did not require treatment from a healthcare professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the untied states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.